Event description:
Hill-rom received a report from the account stating the lift strap broke while a patient was being transferred from the bed to the chair. The patient fell from the lift hitting her head. She suffered a hematoma on her head and was complaining of body aches. She was transferred to the hospital for a CT scan, x-ray and ultrasound on her head. They were all clear showing no sign of any injuries. She was immediately returned to the account where she was given pain medication for her body aches. The account states, it is unclear if this pain is a result of this incident or the chronic body aches she had prior to this incident. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The likorall was returned to hill-rom for inspection. The limit switch was damaged and inoperable, and the plastic cover was severely deformed. This type of damage is indicative of continued usage despite no functionality of the limit switch which is intended to protect the lift motor and lift strap from mechanical and harmful strain. The root cause of the malfunction was ineffective maintenance performed on the lift. The lift was subject to periodic inspection by the account and was approved for use without any remarks about the damaged limit switch or worn lift strap as recent as two weeks before this incident. Properly executed periodic inspections and maintenance should have detected the wear on the lift strap and limit switch before a rupture would occur. According to the periodic inspection, (B)(4), the lift strap shall be inspected for frayed edges, heavy wrinkles or wear-through areas. This check point is marked as safety critical and it states that special care shall be taken. A functionality check of the limit switch is also part of the periodic inspection. The technician replaced the likorall lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift strap broke while a patient was being transferred from the bed to the chair. The patient fell on the ground. There was no patient or caregiver injury reported. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
When the account's technician investigated the likorall overhead lift, he noticed that the lift strap was cut off at the strap stop and that the limit switch was damaged. Per the IFU, 7en120115 rev. 8, hill-rom states that the user shall always ensure before lifting that the lift strap is not twisted or worn and can move in and out of the lift freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The lift is being returned to liko (B)(4) for analysis. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the lift strap broke while a patient was being transferred from the bed to the chair. The patient fell on the ground. There was no patient or caregiver injury reported. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).